Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and intermittent image was an electrical component failure. The most likely cause of the corroded lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had corrosion on the light guide lens and an intermittent image with an e216 scope communication error message displayed. There was no patient involvement.